Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up an asymptomatic patient¿s right ventricular lead showed a gradual increase in impedance. X-ray images were taken before and during the procedure that noted insulation breach. The lead was capped and replaced on (B)(6) 2018 and patient was stable post-procedure.